Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the clinic and it was noted that the lactate dehydrogenase (ldh) level had increased into the 500''s u/l from a baseline of 200-300 u/l. The patient was admitted to the hospital and was started on persantine and plavix. On 05/23/2015, the patient''s ldh had decreased to the 400''s u/l overnight, so the patient was discharged that day. The patient is being monitored weekly in the clinic.

Manufacturer narrative:
(B)(4). The pump was not returned for evaluation, as it remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported hemolysis could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.